Event description:
It was reported that the foley catheter did not stay in place. Nurse reported that the issue was odd and decided to open some of the kits and filled the balloons with saline. It was noted that the balloon was lopsided when filled. It was stated that they were concerned as staff might overfill the balloon to make it sit in the bladder properly or they might insert another foley, thus putting patients at risk for further infection. It was reported that there were two lot#nggc5267 and nggu2354 with the impacted product.

Manufacturer narrative:
The reported event is confirmed and the cause was unknown. Visual evaluation noted one photo sample was received with a properly inflated balloon with both sides are equal on the left side and an inflated balloon where both sides are not equal on the right side. Therefore, product does not meet specifications which states "the balloon o.d. Must conform to drawing." Although an exact root cause could not be determined a potential root cause could be incorrect balloon design (inflation diameter undersized). The product was used for patient diagnostic or treatment. The product was influenced by the reported event. The DHR review is not required as no lot number was provided. The instructions for use were found adequate and state the following: ¿proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock® foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed¿. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter did not stay in place. Nurse reported that the issue was odd and decided to open some of the kits and filled the balloons with saline. It was noted that the balloon was lopsided when filled. It was stated that they were concerned as staff might overfill the balloon to make it sit in the bladder properly or they might insert another foley, thus putting patients at risk for further infection. It was reported that there were two lot # nggc5267 and nggu2354 with the impacted product.